Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the patient who had previously undergone a first revision of a stryker device for trunnions, metallosis and a pseudo capsule subsequently underwent a single stage revision for infection.